Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient was undergoing a port placement procedure through the subclavian region guided by ultrasound. During the procedure, it was reported that the reservoir allegedly found with no return while connecting to the catheter. It was further reported that the reservoir allegedly found to be obstructed. The procedure was completed by replaced with another device.

Event description:
On (B)(6) 2025, a patient was undergoing a port placement procedure through the subclavian region guided by ultrasound. During the procedure, it was reported that the reservoir allegedly found with no return while connecting to the catheter. It was further reported that the reservoir allegedly found to be obstructed. The procedure was completed by replaced with another device. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one bard port MRI implantable port with an attached catheter were returned for sample evaluation. Along with return sample four photos were provided. Gross, visual, microscopic visual, tactile and functional evaluations were performed. Blood residues were noted on the device. Port body showed multiple puncture access of the port septum. Functional testing was performed, and port was patent to both infusion and aspiration without issue. No leaks were observed. Photo review shows only unsealed tray in plastic pouch packaging and product and label information. Therefore, the investigation is unconfirmed for the reported suction and obstruction issue as no aspiration and infusion issue were noted from return sample. However, the investigation is inconclusive for the reported insertion difficulty issue as the exact circumstances at the time of the reported event cannot be verified from the returned physical sample. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D4 (unique identifier (UDI) #), g3, h6 (device, component, method, result, conclusion) section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.